Event description:
Customer used moderate proxabrush go between cleaners and informed that the bristles shed on the 1st use, customer swallowed bristles and stated that it felt like splinters in her throat and lungs. The customer did not feel an immediate need to visit a doctor unless the symptom lasted more than 1 week. The patient said that the symptoms resolved after a few days so she did not seek medical attention.